Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of scope communication error b30 was not confirmed. Based on the results of the investigation, it is presumed that the event occurred due to physical stress that was applied to video cable which damaged the charged couple device (ccd). However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope experienced a scope communication error (b30). The issue occurred during a diagnostic, unspecified procedure. There were no reports of patient harm.